Manufacturer narrative:
(B)(6). Investigation summary: no samples of reported incident were received to analysis. The images received cannot support the failure mode evaluation. In addition, 4 retention samples were evaluated for the complaint lot where the parts were subjected to the movement force test and no non-conformities were observed. Furthermore, DHR was performed, maintenance records, and quality notifications were checked, and no deviations were found for this batch. It was not possible to perform an investigation and determine the root cause for the incident. Additionally, the retention samples for the complained lot were evaluated where the parts were subjected to a rod movement force test and no non-conformities were observed. The production processes are validated according to the defined acceptance criteria. The incident reported from this complaint will be monitored for trend assessment.

Event description:
It was reported that while using bd solomed" 5ml ll syringe the plunger was difficult to move. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 events). The client mentioned that she made use of one syringe on friday, 06/25 and the other today, 07/02, both were resistant to use, as informed by her, they do not have the lubrication they should have to slide the syringe plunger. Also mentioned that she has 18 more syringes to use from the same batch. The first syringe used was thrown away and the second one was broken but not thrown away. She said there was no harm done to anyone and there was no misplaced or wasted substance.